Event description:
It was reported that the right internal jugular was used for the puncture and the back flow of blood and checked with a syringe. It was assumed that the puncture was correct from the appearance of the blood so the spring wire guide (swg) was then inserted into the needle. After insertion and dilation, the swg was to be removed. Although resistance was met when removing the swg, the clinician continued to pull causing the swg to "tare" approx 35 cm from tip. The core was intact and removed under x-ray, it was found part of the swg remained in the artery around the abdomen. The swg was removed in its entirety using a "goose neck" catheter. There were no reported pt complications as a result of this occurrence.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.